Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump history displayed that the customer received 16 units of basal insulin; however, the customer reported that they should have received 28 units of basal insulin. The customer reported a blood glucose level of 170 (mg/dl). Troubleshooting with tandem technical support was declined.